Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem of 'turns off' was observed in the event history log (ehl) through multiple 'improper shutdown!' Messages, however, 'improper shutdown' can result from typical use of the pump and therefore the issue will not be confirmed based on ehl review alone. The problem was unable to be recreated during evaluation. Evaluation inspected the device and tested the customer ac cord finding it to function properly. The battery was not returned with the pump, therefore customer battery could not be tested.  No correction is required.  Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would shut off. There was no patient involvement. No additional information is available.